Event description:
It was reported the device was removed due to "molds in back and all sorts of other complications". Several attempts to obtain additional information from the hcp of record have been made without success.

Manufacturer narrative:
.